Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The results of a sample evaluation revealed a kink in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is a result of a customer contacting baxter. The customer reported that the tubing was being pulled on the transfer set before the set was used and as a result of the pulling an indention was found on the tubing. There was no patient injury or medical intervention as this happened prior to use.